Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer received questionable ise indirect na, k for gen.2 results for one patient sample. The initial sodium result was 88 mmol/l and the repeat results were 139 mmol/l and 139 mmol/l. The initial potassium result was 2.6 mmol/l and the repeat results were 4.25 mmol/l and 4.39 mmol/l. The second rerun results were performed on another cobas c501 analyzer. The erroneous results were not reported outside the laboratory. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested but not provided. The field service representative could not find a cause and could not reproduce the issue. He ran precision testing with results within specification.

Manufacturer narrative:
The customer did not complain of any further patient results. The investigation was unable to determine a definitive root cause.